Manufacturer narrative:
Additional information poc: (B)(6).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp, looked through the logs, found no technical errors and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications except the battery run time test which is the customer's responsibility to run the battery test prior to use. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during routine checks, the cs300 intra-aortic balloon pump (iabp) was unable to calibrate the optical sensor. There was no patient involvement, and no adverse event reported.